Manufacturer narrative:
The field service engineer (fse) found a misaligned sipper nozzle. The fse realigned the sipper nozzle. The customer ran qc that was acceptable and the e 411 was operating within the manufacturer specifications. The investigation determined that the calibration and qc were acceptable. There was no indication of a reagent or instrument performance issue. The investigation determined that service actions resolved the issue. There were no further issues after the service visit.

Event description:
The initial reporter complained of non-reproducible elecsys troponin t stat assay results for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial troponin t result was 0.052 ng/ml and a was reported outside of the laboratory. The physician questioned the result and requested a repeat. The patient was administered nitroglycerin. The sample was repeated on the e 411 and the result was < 0.010 ng/ml with a data flag. The sample was repeated on a backup analyzer and the result was < 0.01 ng/ml. There was no adverse event due to the nitroglycerin or the incorrect troponin t result. The repeat result was deemed to be correct. The troponin t reagent lot number was 36573302 with an expiration date of 30-nov-2019.